Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device exhibited no image. The root cause of the reported event could not be conclusively determined. It was presumed that the reported failure occurred due to poor energization of the connector part or cable, and electrical circuit damage of the connector part or the imaging part. Poor energization of the connectors and cables, and damage to the electrical circuits of the connectors and imaging parts are considered to have been caused by the following factors. Dirt on the electrical contacts of the connector was attached. Moisture on the electrical contacts of the connector was attached. The inside of the device was flooded. The cable was broken. Per the instructions for use: the following precautions against frozen or lost endoscopic images. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Turn the video system center off. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Device evaluation determined that the reported issue of no image was confirmed. Evaluation found minor hairline cracks near the screws on both sides of the plug. The camera head was tested with the olympus video system center cv-190, and no image was observed. The hairline cracks found near the screws on both sides of the plug was concluded to be a contributing factors for the device to fail leak testing that caused shortage on the cable resulted in no image issue.

Event description:
It was reported that the device otv-s7proh-hd-12e exhibited no image. There was no patient involvement on this report. No user harm or injury was reported.